Event description:
The customer reported that fluid leaked from the coulter lh 500 hematology analyzer in tubing from pinch valve (pv37). Customer also reported wbc bath had low diluent and issues with the hgb blank out of range along with other issues related to hgb. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) reported that customer had replaced tubing at pv37, resolving the leak. But the hgb blank out of range messages and other issues related to the hgb were still occurring, so field service was dispatched. The field service engineer (fse) found the wbc bath not filling to appropriate level to perform correct hgb reading and/or wbc counts. The blood sampling valve (bsv) was not banking correctly and there were excessive bubbles in the diluent dispensers. After extensive trouble shooting he ordered a replacement dispenser for install on a return visit. On return visit, 3 days later, the fse installed a new rbc diluent dispenser, which dispenses diluent to the wbc bath to rinse it, to resolve the hgb issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).